Manufacturer narrative:
This report contains corrections to field h6: device codes from section h device manufacturers only and b5: event description from section b: adverse event/product problem.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) confirmed radio frequency (rf) telemetry remains available. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Additionally, exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) confirmed radio frequency (rf) telemetry remains available. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field h6: device codes from section h device manufacturers only and b5: event description from section b: adverse event/product problem.